Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. During the explant procedure difficulties retracting the helix were encountered but the lead was successfully removed using traction. A new lead was implanted. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
Should additional information become available, this report will be updated.